Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue that was just noticed after a battery change.: the pump is showing 199 units is remaining in the cartridge when there is only 60-70 units in the cartridge. Patient attempted to rewind load and prime using a different cartridge and the issue continued. Patient is using the cartridge per IFU. The issue caused blood glucose (bg) excursions of 350 mg/dl, no symptoms. She bolused one hour ago and bg is noted to be 325 mg/dl at the end of call. No trauma or moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 01/22/2014. The device and cartridge were returned to animas and evaluated by product analysis on 01/07/2014 and 01/20/2014 with the following results: testing was unable to verify or duplicate reported issue. A cartridge with 60 units was accurately loaded into the pump, and an normal bolus and an audio bolus were delivered. The remaining insulin was calculated accurately during testings. The cartridge was returned and passed visual, fill, and force testing. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. No defect was found in the pump or the cartridge.